Event description:
It was reported that the health care professional (hcp) for the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that their remote communicator displayed a red call doctor icon. At this time, the cause related to the alert is unknown. This device remains in service. No adverse patient effects were reported. Additional information was obtained stating the communicator was not working properly. A new one was provided for the patient. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) for the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that their remote communicator displayed a red call doctor icon. At this time, the cuase related to the alert is unknown. This device remains in service. No adverse patient effects were reported.